Event description:
The customer reported to olympus, and there was leakage of the auxiliary tube on the evis exera ii ultrasound gastrovideoscope. No patient harm was reported. The device was returned and evaluated. And there was a gap between the acoustic lens and the ultrasound probe. There was a gap of adhesive on the distal end in which a stain entered inside the lens through the gap. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated. And the customers¿ allegations were not confirmed. However, due to a cut on switch one; water tightness was lost. Additional findings other than those already mentioned include the following: the elevator channel plug was loose, the scope cover plate was detached, the scope connector cover plate had a chip, the scope body had a crack, the grip was deformed, the elevator channel plug was deformed, water tightness was lost; due to the guide pin on the electrical connector was missing. The adhesive on the bending section cover was detached, the connection between the bending section and connecting tube was not secured; due to deformation of the bending tube. The up/down knob had a scratch, and the bending angle in the right direction did not meet the standard value; due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed gap between the acoustic lens and the ultrasonic probe could not be determined, however, it is likely that the issue was due to customer handling. The event may be prevented by following the instructions for use which state: ¿warnings and cautions¿ ¿¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.